Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up could not be conducted due to the limited information provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58 implantable pacing lead, (B)(6) 2013. (B)(4). Evaluation summary: the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo, there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, and the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo; full lead returned and analyzed.